Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Around ten years and eleven months later, computed tomography scan was revealed that the filter was present within the infra renal inferior vena cava. Multiple struts have perforated through the wall of the inferior vena cava. After fourteen days, the patient was present with back and chest pain. Surgical pathology report revealed that there was a filter within the inferior vena cava. There was perforation of the caval wall with multiple struts. One of the struts coursed into the most caudal aspect of the l2 vertebral body. Two of the struts coursed into the l4 vertebral body. There was osteophyte formation within the vertebral bodies at the strut implantation sites. There was no evidence of filter fracture. The inferior vena cava caudal to the filter was patent. Then, filter removal procedure was performed. Using ultrasound guidance, a 16 french sheath was advanced over the wire and positioned with its tip in the infra renal inferior vena cava. An inferior venacavogram was performed via the sheath. Amplatz wire was advanced through the sheath and the apex of the bard g2 filter was captured. The amplatz wire was removed. The filter was removed through the sheath without incident. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eleven years post filter deployment, it was discovered that multiple filter struts had penetrated through the caval wall and three of the filter struts perforated into the lumbar vertebral bodies .the device was removed percutaneously. The patient reportedly experienced back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
A device history review (DHR) review could not be performed as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for the alleged perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately 11 years post filter deployment, it was discovered that multiple filter struts had penetrated through the caval wall and three of the filter struts perforated into the lumbar vertebral bodies .the device was removed percutaneously. The patient reportedly experienced back pain; however, the current status of the patient is unknown.